Manufacturer narrative:
The customer reported that the touchscreen on the bedside monitor (bsm) was not working. The waveforms and on-screen functionality were freezing up. Rebooting allowed the unit to function properly for a bit, however, it would then freeze up again. During a follow-up call with nihon kohden technical support, the customer stated that the device was functioning properly and that the screen was working, therefore he did not want to send the device into nihon kohden. No patient harm was reported.

Event description:
The customer reported that the touchscreen on the bedside monitor (bsm) was not working. The waveforms and on-screen functionality were freezing up.

Manufacturer narrative:
Details of complaint: customer report that touch screen does not work, and the monitor keep freezing up. Waves get frozen. Rebooting the unit will cause it to start working for a bit but it will freeze up again. While talking on the phone with customer, he said the unit was not acting up and the screen was working. He said he wanted to hold off on sending the unit in and wants to test it over the weekend. Service requested: repair/loaner. Investigation result: investigation under this ticket indicated that the reported issue was due to physical damage to the device. Thus, further root cause investigation is not required.

Event description:
The customer reported that the touchscreen on the bedside monitor (bsm) was not working. The waveforms and on-screen functionality were freezing up.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, bme (B)(6) health system reported the bsm (mu-671ra sn: (B)(6) touch screen did not work and the monitor kept freezing. This caused the wave[form]s to become frozen. Rebooting the unit would temporarily resolve the issue. Service requested/performed the unit was returned under notification 300115843 (ticket 22866), and nka evaluation found the touch screen to be full of dents and deep scratches. The issue was resolved upon replacing the following parts: 6112903458d touch screen packing, mu-671r 9000061416 touch screen, mu-671ra the unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. Investigation result: from the information available, the root cause of the freezing monitor could not be determined. As the freezing issue was not reported nor found in the subsequent notification (300115843), it may be assumed that the customer was able to resolve the issue internally, without nka troubleshooting or servicing. No further issues have been reported for the unit after repair of the touch screen. The probability that the issue will occur is determined to be rare (less than 1% of the time). The severity is considered insignificant (negligible - minimal or no potential injury). The overall risk of issue [mu-671ra monitor froze] is low. Additional information: b4. Date of this report e2. Health professional e3. Occupation f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.